Event description:
It was reported that intermittently, the system would display an x-ray disabled error message and would not perform fluoroscopy x-ray. The system had to be rebooted in order to clear the message and work properly. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the key switch. The system operates as intended.